Event description:
A report received from the USA state the device experiencing a damaged bearing issue. The device was not being used during surgery. It is unknown if pt or user injury was reported. The date of the event is unknown. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).